Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is reaching end of life. It is unknown if it occurred prematurely. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, in which the ipg was explanted and replaced.